Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm shunt. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 8atm for 10 seconds. The balloon was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient's condition was good.

Manufacturer narrative:
A2: age at time of event- 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. All blades were fully bonded on the balloon and did not exhibit any damage. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located in the mid-body of the balloon. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm shunt. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 8atm for 10 seconds. The balloon was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient's condition was good.